Event description:
The unit fell off the wall, skimmed the pt's nose, and fell to the floor.

Manufacturer narrative:
The actual device was evaluated by the distributor and the unit was not returned. Based upon the information provided, the investigation has concluded that incorrect hardware was used and appropriate installation procedure was not followed.